Manufacturer narrative:
The complaint device is unavailable for failure analysis investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure¿, a device is not released if it does not meet requirements or is nonconforming.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation. Clinical review did not reveal documentation in the medical record that indicates a causal relationship for fresenius peritoneal dialysis products and the abdominal pain.

Event description:
During review of medical records received it was noted that the patient was admitted on (B)(6) 2016 for abdominal pain, most likely peritoneal dialysis drain related and constipation. The pain was reported as severe suprapubic abdominal pain, just below the peritoneal dialysis catheter site. Prior to this the patient had not had any problems with his catheter since it was placed in december. The patient's peritoneal dialysis fluid culture was negative. The patient was significantly constipated at the time and was probably was contributing to his abdominal pain. The constipation was treated with miralax and the patient was advised to prevent constipation as it may aggravate abdominal cramping and pain which can cause pressure and ultimately pain around the drain site. Surgical consult found the patient had no evidence of acute surgical abdomen. The surgeon felt the pain was probably from the adjacent tissue getting suctioned or abutting during drainage. Similar symptoms were replicated during catheter checks and suctioning off fluid. Pain medications were recommended. An urology consult assessed the patient for abdominal pain and dysuria and documented the two symptoms could be related. The urologist felt it was possible that patient had cystitis and the bladder wall became so sensitive that with the pressure from the peritoneal fluids, the patient was experiencing more pain.